Manufacturer narrative:
Additional devices listed in this report: cat 5526-b-600, lot s8t9f, description: triathlon prim bead pa sze6 bp. Cat 5517-f-601, lot sydtf4, description: triatahlon p/a cr beaded #6l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as they were retained by the (B)(6) center. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The arthroplasty was revised due to infection and pain. The components were implanted in situ for ~ 0.75 y. The tibial insert, tray, and femoral condyle were revised.

Manufacturer narrative:
An event regarding infection involving a triathlon cs x3 insert was reported. The event was confirmed. Visual inspection of the photographs of the explanted devices did not add anything of value to the reported event of infection. There is no evidence that the revision left total knee arthroplasty for infection was related to factors of faulty prosthetic design, manufacturing, or materials. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot or sterile lot referenced. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. Infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
The arthroplasty was revised due to infection and pain. The components were implanted in situ for ~ (B)(6). The tibial insert, tray, and femoral condyle were revised.